Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone14.3. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
According to the reporter, on (B)(6) 2025, the patient's blood glucose level rose to above 400 mg/dl. The patient reported experiencing dizziness which led to a syncope episode. The patient called a physician and was prescribed humalog insulin. The pod was worn over 48 hours on the abdomen. The patient was wearing the pod at the time medical attention was sought and was able to confirm the needle inserted into the skin. Additionally, upon removal of the pod, the cannula had no visual abnormalities.